Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 47 devices were evaluated in the field and the issue was confirmed; 30 devices had broken/damaged components, 9 devices had worn components, 5 devices had missing components, 1 device had a detached component, 1 device had a dirty component, 1 device had a bent component, 2 devices were peeling, and 1 device had an alignment issue. The devices were repaired and returned. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 49 malfunction events, where it was reported the device was difficult to maneuver. There were 2 instances with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
The final device was not made available for evaluation by the customer; therefore, the cause of the reported issue could not be confirmed.

Event description:
This report summarizes 49 malfunction events, where it was reported the device was difficult to maneuver. There were 2 instances with patient involvement; no adverse consequences were reported.